Manufacturer narrative:
The lead was going to be addressed at device change out. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited increasing shock impedance measurements. High out of range shock impedance measurements were observed in proximal coil to can configuration. Boston scientific technical services (ts) discussed possible causes. No adverse patient effects were reported.